Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010, for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence are 446 different study dates in which an individual MDR report will be submitted for each associated study date and medical record number/s (mrn) identified.

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence of: "unable to estimate the right ventricular systolic pressure" has been changed to: "the right ventricular systolic pressure is estimated to be between 20 and 25 mmhg." In this issue, the original sentence stated the inability to measure a rvsp. The changed sentence however, specifies a specific pressure range of 20-25 mmhg which would be inaccurate and not the intent of the reading cardiologist. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. The medical record number/s (mrn) and study dates for this report are: (B)(4).